Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported that the patient continues to have pain in her knee after multiple surgeries. Patient's knee has never felt right since the first surgery. Pain in her knee is now affecting her back and it's making it difficult for her to walk. Patient is concerned with the expenses and the debilitating condition she is in as she has become a burden to her family.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was confirmed. The device remains implanted. Medical records received and evaluation: in this morbidly obese patient with chronic pain and narcotic dependence there is no evidence that faulty unicondylar knee arthroplasty components or cement were responsible for her symptoms that resulted in multiple surgeries and subsequent infection of her right knee. The patient was noted to be on chronic pain medications. At last follow up her right total knee arthroplasty appears to be among the most asymptomatic sites in her body. Conclusions: the exact cause of the event could not be determined based on the information provided. The medical review indicates that following multiple surgeries, the patient was noted to be on chronic pain medications. At last follow up her right total knee arthroplasty appears to be among the most asymptomatic sites in her body. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient continues to have pain in her knee after multiple surgeries. Patient's knee has never felt right since the first surgery. Pain in her knee is now affecting her back and it's making it difficult for her to walk. Patient is concerned with the expenses and the debilitating condition she is in as she has become a burden to her family.

Manufacturer narrative:
Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: oxoc. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: w313. Cat. No.: 5510-f-402, triathlon cr fem comp #4 r-cem, lot code: sat4e1. Cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rdn119. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient continues to have pain in her knee after multiple surgeries. Patient's knee has never felt right since the first surgery. Pain in her knee is now affecting her back and it's making it difficult for her to walk. Patient is concerned with the expenses and the debilitating condition she is in as she has become a burden to her family.